Event description:
It was reported that an unk amount of spectrum pumps are alarming for upstream occlusions when delivering medication. The customer has stated that this occurs during blood, platelets, ivig, normal saline and rituxan infusions. The device alarms intermittently throughout the infusion and the nurse will stop the pump and reposition the IV set or replaced the device and continue the infusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed an a supplemental report will be submitted.